Event description:
The driver arms came off of the driver block. It occurred while doing a set change. At that time, the customer was instructed to revert to manual injections per md protocol and the pump will be replaced.